Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated by the manufacturer's field service engineer. The customer's complaint was confirmed. The device failed the active exhalation verification test step. The device's three-way solenoid valve was replaced to address the issue. The device was tested and passed all testing. The device was returned to clinical use.